Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the pain stimulation stopped working in (B)(6) 2015 and the patient was in a coma for 5 days after. After the coma, she had not been able to get it working again at all. The manufacturer representative attempted to reset it the week prior to the report in the hospital to no avail. The patient is still not receiving therapy from the device but the night of the report she was feeling like it was turned on again and she was feeling shocking down her legs. When she places the charger or programmer over the device they say to call the doctor. The patient had not seen her managing physician since (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.